Event description:
Two (2) discordant enzymatic creatinine_3 (ecre3) patient sample results were obtained on an atellica® ch 930 analyzer. The initial results were reported to the physician(s), and the results were questioned. The same samples were reprocessed on the original atellica ch 930 analyzer. The reprocessed results were considered correct and were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to discordant patient results with enzymatic creatinine_3 (ecre3).

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely elevated & falsely depressed patient results with enzymatic creatinine_3 (ecre3) obtained on an atellica ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Hsc observed that there were no error flags present with the falsely elevated or depressed result. Quality control results were within the customer's expected ranges on the event date. Instrument data indicates the reaction water bath was dirty and there were multiple hardware issues. Instrument data also indicated that customer had poor sample quality at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site and evaluated the analyzer. The cse performed standard maintenance and troubleshooting procedures for issues of this nature. The cause of the event is unknown. A potential product issue was not identified. The analyzer is fully operational. The device is performing according to specifications. No further evaluation is required.